Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 23.5 cm from the connector pin due to the suture sleeve being tied down too tightly.

Event description:
It was reported that the lead exhibited high threshold and undersensing due to dislodgement. The lead was explanted and replaced.

Event description:
It was reported that the unit shut off in the middle of the case.